Event description:
It was reported that a piece of the plastic of the impector broke off. No adverse consequences reported.

Event description:
It was reported that a piece of the plastic of the impactor broke off. No adverse consequences reported.

Manufacturer narrative:
An event regarding damage involving an adm impactor was reported. The device was not returned for evaluation. Medical records evaluation not performed as it is not relevant to the investigation. A device history review could be performed as the lot details were not provided although the device was not returned for analysis and the event was not confirmed, this issue reported has been previously investigated.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.